Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels for the last few weeks. Customer's blood glucose level was 17.8 mmol/l. Customer stated that the drive support cap was indented and the insulin exits with manual prime. There are no leaks but the reservoir compartment smells extra strong of insulin. Pump passed high pressure test. Time and date settings were correct and basal rates, bolus wizard, and bolus history were all found to be normal. It was found that the customer had a battery out limit alarm in the alarm history while using a new battery cap. Customer used a new battery that was not out of the pump for more than 5 minutes. Insulin pump will need to be replaced because the cap did not resolve the issue and customer had to reset the pump. This could be affecting the pump performance and contributing to an elevated blood glucose level. No additional information provided.